Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing number: 2017865-2021-28809, related manufacturing number: 2017865-2021-28812. It was reported that the patient presented to the emergency room experiencing infection. The pacemaker system was explanted. The patient was in stable condition.